Event description:
It was reported that a patient underwent a gastroplasty procedure on 10/28/2013 and suture was used. During the procedure, the suture pulled off of the needle. There was no adverse consequence to the patient.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.